Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient information, patient treatment settings and patient photographs, which were provided. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis clinical training director and healthcare professional reviewed the reported event details and concluded that "ipl treatment on the chest. Skin type ii, using agespots/telangectasia's non facial. 15j dble pulse 560 filter, 3.5 pulse duration. This treatment resulted in purpura throughout the entire chest. Setting were within protocol for this patient. It is my experience that purpura is caused by either single pulses or with patients that have a problem with coagulopathy. This was not stated in the medical history. All parameters within normal limits per inspection." The lumenis clinical training director and healthcare professional further concluded this injury to be ranked with a moderate severity with possible prolonged healing. While the information received to date does not confirm that injury required medical intervention to preclude permanent impairment and does not confirm the injury resulted in permanent impairment of a body function, based on the information above, lumenis determines the event as reportable per MDR decision tree as a serious injury with possible prolonged healing.

Event description:
A user facility reported that one (1) patient adverse reaction of unknown severity to chest area following treatment with m22.